Event description:
The reporter stated that the surgeon was inserting a 23.5 diopter single piece silicone lens model aa4204vf into patient's eye and the plunger on the msi-pr injector over-rode the lens and tore the lens upon insertion into the eye. The surgeon enlarged the incision to remove the lens and replaced it with another model lens and a suture to close the wound. The reporter stated that it was a new injector, that was used and that it was the injector that tore the lens.